Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the 8mm vessel sealer extend instrument had unexpected movement when the activation pedal was pressed. The customer reseated the sterile adapter and instrument but there was no change. The technical service engineer (tse) reviewed the logs and found an instrument error on the e-100 generator. The tse recommended the customer to replace the instrument. The user was completing the procedure as planned with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon's head was inside the high-resolution stereo viewer attempting to manipulate instruments when the issue occurred. The customer was able to move the instrument, but it kicked back involuntarily when the surgeon let go of the instrument. The scaling was not appropriate, and the movement was greater than intended. There was no issue with the direction of the instrument. There was shakiness/friction observed. There were no external collisions. The issue was persistent throughout the case. There was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and found that there were no other issues with other instruments. The issue was resolved over the phone. No site visit was conducted. Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 8mm vessel sealer extend instrument. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Device history record (DHR) review-DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and phone support details. The instrument was replaced, and the issue did not reoccur. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. The phone support details did not reveal any issues related to the customer reported event.